Event description:
Pt self tester alleging discrepant inratio value. On (B)(6) 2013 inratio 2.7 lab 9.0. Time between testing unk. Pt's therapeutic range 2.0 - 3.0. Pt was not treated based on inratio reading.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Product deficiency was not established. This issue will be subject to tracking and trending. As no product deficiency was established, corrective action is not required at this time.